Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The complainant reported that a 65 year old female patient was implanted with an impella cp pump for mechanical circulatory support. While preparing for explant, the patient failed attempts to wean off the pump and the p level was increased back up to p-7. At that point in time, clots were noted in the patient and the decision was made to withdraw care.

Manufacturer narrative:
The investigation for the reported thrombus has been completed. Neither the device nor sufficient clinical information was returned for evaluation. The root cause of thrombus could not be determined as the device was not returned nor sufficient clinical details. The instructions for use for the impella cp with smart assist system states the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ added- b5 mso review in accordance with updated procedures, sections d6 and h10 have been revised from the initial submission.

Event description:
It was further reported that care was withdrawn and the patient subsequently expired. The patient's outcome was reviewed by abiomed's medical safety officer (mso) and it was determined that there was not enough information to associate use of the device with the outcome.